Event description:
A healthcare professional reported that following cataract surgery with intraocular lens (iol) implantation procedure, the patient had blurry vision, posterior vitreous detachment, dryness and central cloudiness. There are two medical device reports associated with this patient. This report is associated with the left eye. Additional information received stating that iol was still inside patient's eye and so far no any medical intervention required.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Associated product information was not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided to conduct further investigation. Information indicated that the lens was still inside the eye. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.